Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Due to an unrelated surgical procedure on (B)(6) 2024, where the patient didn't put their ipg into surgery mode, the ipg was unable to communicate with external devices. Cp logs were collected and confirmed the ipg had entered 'service app' mode. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.